Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU coronary artery spasm is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure, a coronary artery spasm occurred. A successful ablation was performed at the mitral isthmus. After the procedure, the patient was kept under observation in the recovery room. When the patient woke up, he had chest pain and the ECG appeared to be abnormal. A coronarography revealed a circumflex artery spasm, which was treated with stent placement. The patient was in stable condition. There were no performance issues with any sjm devices during the procedure and the physician indicated the cause of the spasm was unknown.